Event description:
A customer reported that there was less than 5ml diluent leak from coulter lh500 hematology analyzer onto the counter. The operator was wearing a lab coat and gloves when the leak was discovered. There was no report of exposure to mucous membranes and the operator did not seek medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control or risk management plan in place at the facility. Field service engineer (fse) assisted the customer over the phone with replacing tubing that was loose at pinch valve (pv15) on the bsv (blood sampling valve) module, which resolved the issue. The leaked fluid may contain blood, diluent and cleaning agent (clenz). There was no report of patient results being affected by this event.

Manufacturer narrative:
(B)(4).